Event description:
The pt was implanted with a left ventricular assist device. The pt's log file confirmed speed drops and pump stops. X-rays were submitted and revealed areas of concern throughout the length of the external percutaneous lead. A pump stop was observed when the pt was returning to the pt bed after using the restroom. An external percutaneous lead replacement was performed. No alarms could be reproduced after the percutaneous lead replacement was completed.

Manufacturer narrative:
A portion of the percutaneous lead was returned to the manufacturer for evaluation ans is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.